Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed, a supplemental report will be submitted. This is the third of three complaints for the same patient, related MDR numbers: 3011649314-2025-00201, 3011649314-2025-00202. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a hahn tapered implant open-tray impression coping implant failed. The patient's bone quality is type is not reported, and the patient's oral hygiene is reported as good. The patient presented on (B)(6) 2024 for a primary procedure on tooth #5. The patient returned on (B)(6) 2024 for second stage surgery, upon examination the provider noticed that the implant lacked primary stability and that the implant was stuck in cylinder and was removed, no report of observable clinical symptoms. Implant site was grafted, and implant will be placed after integration of bone graft. Per the reported information there are no preexisting medical conditions. No reports of patient harm or injury.

Manufacturer narrative:
The investigation has been completed; the results are as follows: DHR results. The DHR was reviewed for lot#6140588 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results. There is stock product for lot#6140588 available for review. Investigation methods/results. The returned product was evaluated, and no implant components were found stuck to the open-tray impression coping. No other anomalies were observed during the evaluation. Root cause description. Based on the results of the investigation, the root cause of the reported issue could not be determined. A review of the device history record (DHR) indicates that the product met all specifications prior to release. The manufacturer internal reference number is: (B)(4).